Event description:
During the index procedure an endeavor sprint drug eluting stent was implanted in the 1st obtuse marginal. An angiographic complication of lateral branch occlusion in the 1st obtuse marginal occurred during the index procedure. An angiographic complication of abrupt vessel closure occurred in the circumflex, also during the index procedure.

Manufacturer narrative:
Results and conclusions: (occlusion). (B)(4).